Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device would not respond to the activator to record episodes. Abbott technical support was contacted and reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.